Manufacturer narrative:
The customer reported that lustrous tiny foreign materials were confirmed when the phaco handpiece was inserted into a patient's eye during surgery. A surgery was performed on (B)(6)2017 with no problem. There was also no problem with the first surgery on (B)(6)2017, but the problem occurred on the second surgery. The pak, handpiece and tip were replaced on the same day. The surgery was performed and completed after replacing the phaco handpiece and the tip. The black foreign materials were confirmed when the tip was irrigated with water through the handpiece after surgery. The involved eye and the patient identifiers are not available. There was no patient harm. The customer asked that the abs tip be inspected for a crack or breakage. The surgeon suspects that the foreign material is either from the phaco handpiece or the tip. A small metal particle appeared from the handpiece and sprayed into the anterior chamber during ultrasonic phaco. The handpiece was removed immediately, however, it was difficult to aspirate with I/a because of the ophthalmic viscoelastic device (ovd). The handpiece was exchanged and phaco was completed. The surgeon performed I/a and inserted the intraocular lens (iol) in the capsular bag. The surgeon removed as many of the intraocular metal particles, but not all could be completely removed. Metal particles remain in the anterior chamber and the surgeon is observing the patient¿s eye. The follow up information received noted the metal particles did not affect the patient¿s health. There is no change. The patient will continue to be followed by the surgeon. The surgeon noted that after use the handpiece is washed with a proteolytic enzyme and tap water. This is followed with air blown through the pathways with an air compressor. The handpiece is placed in a storage container and sterilized. The amount of water and air was not provided. The phaco handpiece directions for use (dfu) recommend drawing or pushing 120cc of sterile deionized water through both the irrigation and aspiration paths. Using the same syringe, flush both ports with a minimum of 60cc of air. The console operator¿s manual includes warnings: the torsional and high performance u/s handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. If proper cleaning procedures are not performed immediately after each surgical procedure, tissue debris and salts from irrigating solution may collect. This could permanently damage the handpiece and could jeopardize cleanliness and/or create biohazard conditions for the patient. Remove all debris prior to autoclaving handpiece. The surgeon did not note if he uses a second instrument during phaco. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The phaco handpiece is made of surgical stainless steel and the phaco tip is made or titanium. There is no evidence that the design or manufacturing of the phaco handpieces or phaco tip contributed to the reported event. Two individual videos were received because of length. Both were reviewed. Below is a copy of that review. (B)(4) video #1 review as the video begins, the patient is positioned in camera view. The speculum is already in place. The lights are immediately dimmed and the patient is repositioned. Undetermined eye drops are seen instilled into the eye. The conjunctival incision is made and the sclera is then cut and pulled away from the cornea. A needle is inserted into the scleral incision. In the background you can see the cortical spoking of the cataract itself. At the 6 o¿clock position a main incision is made. At the 3 o¿clock position a paracenteses incision is made (this will be listed as p1). At the 9 o¿clock position a second paracentesis incision is made (this will be listed as p2). Viscoelastic is inserted into the eye via p1. The capsular bag is scored open and the capsulorrhexis is completed uneventfully. The main incision was completed with a diamond blade and the eye is then rinsed. More viscoelastic is inserted through the main incision with a 90 degree, bent cannula. The cannula is bent to the left. The patient lies on the table and is then moved out of camera frame from marker 7.50-10.02. There is no audio on the file to decipher what is happening off camera. The patient is moved back into frame at marker 10.45 the phaco emulsification handpiece (hp) is seen. The surgeon uses an instrument to open the main incision for the hp entry. The instrument appears to touch the tip of the cannula, although the image is not entirely clear because this event is slightly out of frame. The hp enters the eye. The incision is tight and the irrigation ports are facing toward the left and right. The crystalline lens appears to trampoline and immediately little particulates are seen flushing into the anterior chamber of the eye. The particulates appear to glow like stars. The surgeon recognizes this and begins to use the hp to irrigate. The particulates are only moving with the balances salt solution flowing into the eye. The hp is then removed. At marker 11.49 the patient is removed from view of the camera again. At marker 15.40 the patient returns into view. The particulates are still seen in the anterior chamber. An irrigation/aspiration handpiece (I/a hp) then enters the eye through the main incision and attempts to flush the particulates. The I/a hp is removed and at marker 16.59 the patient is moved from view again. At marker 18.39 the patient is moved back into camera view and the phaco handpiece is reinserted. The ports are facing to the right and left, and then bevel is face-down once inserted. Upon completing the insertion the bevel is faced-up. Sculpt/quadrant dissection begins in the center of the cortex the particulates are still visible at this time, but less so. The surgeon chops the lens into five pieces for removal. During the cortex removal, fragments can be seen in the anterior chamber bouncing around. After the last quadrant is removed the hp is removed from the eye. The capsular bag still has intact cortical material in the back. The surgeon then inserts the I/a hp into the eye and removed the residual material from the capsular bag. Cannulas can be seen inserted and the cornea appears to pucker slightly. Viscoelastic is inserted into the anterior chamber. The intraocular lens implant (iol) is inserted into the eye. The iol unfolds itself and the surgeon positions the iol to optimal position. Two instruments are seen inserted into the eye. The (I/a) cannula enters via p1, the other enters via p2. They irrigate the eye and polish the anterior chamber with balanced salt solution (bss). The cannula is removed, the lights are dimmed and the first video ends with the speculum still in place. (B)(4) video #2 review the video begins with the patient still on the table. The lid speculum is still in place. Two instruments are inserted. The I/a cannula tip is inserted into p1 and the other cannula is inserted into p2. The surgeon begins to flush the anterior chamber (ac) out. You can see particulates leaving the eye at this point. The instruments are switched two more times to get better access to the entire ac from both sides. At marker 7.29 the I/a hp is reinserted into the eye via the main incision. The hp tip is seen going behind the iol to flush any extra particulates from the eye. At marker 8.29 the surgeon hydrates the main incision for wound closure. The surgeon does this to p1 and p2 as well. At marker 9.49 weck-cells are used to remove added moisture. At marker 10.35 a bleb is created using a needle to over hydrate the conjunctiva (promoting) wound closure. The bleb covers the wound and iodine is instilled into the eye. Unknown eye drops are also instilled into the eye. At marker 11.14, the patient is removed from view. The video shows a blue screen until it ends at marker 18.34. Handpiece no further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on february 16, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual non-conformities. A metal particulate test was performed on the returned handpiece. The test found the handpiece to meet specifications. Therefore, the sample was not sent for analysis. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in with the system set at 100% ultrasonic and torsional power. A flow rate test measuring the fluid flow through the irrigation and aspiration lines found the handpiece to meet specifications. The handpiece was connected to the dynamic tuning fixture (dtf) for stroke length testing which found the longitudinal and torsional movements to meet specifications. A review of the data indicates there were 2 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Phaco tip one 30 degree flared phaco tip was returned for evaluation for the report of a metal (lustrous material) or black foreign material. There was no lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and deemed conforming. The bevel does not show any missing metal. The cannula is not cracked. There are no areas of the tip that appear to be a source for the generation of metal particulate. The threads and back of the flange show slight wear from being on a handpiece. The inside diameter was visually clear. White crystalline foreign material consistent with surgical material from being used in surgery was present on the cannula surface. A flow check was performed to insure that no foreign material was present within the inside diameter. The inside diameter was not obstructed and no foreign material was present within the inside diameter. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The complaint evaluation cannot confirm the phaco tip has any foreign material present due to the phaco tip. The phaco tip was manufactured to specification. The source of the foreign material cannot be determined from this evaluation. Consumable pak as the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. The customer returned one used cassette. The sample was visually inspected and it was found to be contaminated with black mold and balance salt solution (bss). The cassette and drain bag was filtered and sent to the particulate lab. The filters were visually and microscopically examined and the presence of foreign material was observed. Microscopic examination reviews a reflective particle. The reflective material was isolated and analyzed and found to be aluminum. It should be noted that the customer believes that the foreign material came from either the handpiece or the tip which was not returned. The customer also stated that they do not believe the cassette is suspect product, it was only returned to filter the cassette and drain bag for the foreign material. The root cause could not be established as undeterminable where or when the aluminum could have gotten on the handpiece or the tip. The cassette was only returned to be filtered and sent to the particulate lab. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there were tiny foreign materials that entered a patient's eye during surgery. The surgeon exchanged the handpiece and tip to complete the procedure. The surgeon states that he was unable to remove all of the particles.